Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor (gold). Analysis was unable to verify the compromised force sensor system alarm, due to the motor error alarm. The motor passed the motor test. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was 6.1 mmol/l at the time of the call. The customer stated the pump alarmed after they changed the infusion set and reservoir. The customer stated the drive support cap appears intact. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.